Event description:
Customer's mother reported that the display screen of the insulin pump was cracked. The blood glucose reading was 184 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was with bleeding and cracked lcd glass. The device was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.